Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following verbatim it was reported by customer that the IV was leaking, and upon inspection it was discovered that the threaded cuff at the distal end of the IV tubing that connects to the and had detached from the tubing, leaving it loose and draining onto the patient's gown and bedding.

Manufacturer narrative:
The customer reported the thread at the end of the set had disconnected from the tubing, and was leaking. The customer returned one sample of material 2426-0007, lot unknown. Upon initial visual examination, the set had no defects or abnormalities. The set was infused with water by gravity, and manipulated at the male luer for possible separation, but no leaks or other issues were found. The male luer was working properly and connected to lab luers without issue. The complaint of leakage could not be verified. The root cause of this issue could not be identified without a replicated failure. There is a possibility the luer connection was not tightened enough. A device history record review was not performed as the lot number is "unknown" for this complaint.